Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ spinal pain. It was reported that the patient had a replacement. Caller stated that the prior to the implant the patient had very little quality of life then when they got the implant they started walking again, could walk 2 miles. Caller explained that the patient had 3 good years then started needed more and more reprogramming with the manufacturer's representative (rep). Patient did more reprograming until they had a pump trial. Caller stated the pump trial was like magic and got back quality of life. Caller clarified that the stimulator worked pretty good for a little over 3 years then probably at the 3 year mark in the summer of june or july, he diminished. No further complications were reported/anticipated.